Event description:
The customer contact reported a delay of critical therapy following a leak. The tubing set was being used to deliver an unspecified anesthetic medication. After an unspecified length of time in use, the customer contact reported that an unspecified volume of the solution leaked at the filter. The pt was reportedly given an unspecified "increase" dose of the medication. Although there was potential for serious injury, the customer contact reported there were no adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).